Event description:
It has been reported to philips that the system failed to boot up. It froze at the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. A review of the system log file showed that the system failed to initialize all grabber cards, which resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the issue, fse replaced the flexvision pc with the hard drives and downloaded the flexvison's grabber card firmware and flexvison application software on the pc. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction z-1144-2024. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.